Event description:
It was reported that during a total laparoscopic hysterectomy; the needle became detached from the end of the stitch and lodged into tissue while suturing the vaginal cuff. The needle fell into the cavity of the patient. An x-ray was performed to locate the needle, and the needle was subsequently removed and complete the case.

Manufacturer narrative:
D10 concomitant products: (B)(6) endostitch 2-0 vio 120 polysorb (lot#: j5b2090y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.